Manufacturer narrative:
The reported even of device reaching elective replacement indicator before time was not confirmed. The device was received with normal telemetry and output. Device image indicated device was programmed to high field settings with autocapture enabled. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patients¿ needs for pacing and thus affects the estimated longevity of the device. Analysis performed did not identify any functional issues. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Feedthrough leak test was performed, indicating no sign of hermeticity breach. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device operating above the elective replacement indicator level and within expected longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that; premature battery depletion was suspected on the device. The device was explanted and replaced to resolve this event. The patient was stable.